Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearables. Wearables rates remain acceptably low; thus, CAPA is not required. Wearables rates will continue to be tracked and trended.

Event description:
The patient reported skin irritation with redness and itching on their leg. Antibiotics were prescribed, the patient is wearing a crew sock in between the wearable and skin, they seem to be doing fine, and there is no more skin irritation.